Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the contamination could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-290 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was being reprocessed by customer and the air/water channel was found to be blocked. The device was returned to olympus for evaluation. During evaluation, white contamination was found in the air/water channel. The white contamination was physically consistent with simethicone. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.

Manufacturer narrative:
The customer reported the device was reprocessed as per device instructions. The customer would not provide additional reprocessing information. During testing, the reported issue was confirmed; the air/water channel was blocked. This caused the air/water flow rate to fail specifications. In addition, fluid could not be fully removed from the channel and the channel did not meet with specifications for air/water volume. During visual examination, the following additional issues were found: the light cover glass was chipped; the adhesive around the light cover glass was worn; the optical cover glass was stained; the adhesive around the optical cover glass was worn; the distal end adhesive was lifting; the switch head was worn; and the light guide tube was crushed. Functional testing of the device found that the bending angles for the up, down, right, left directions did not meet with specifications and both directional knobs had excess play. Both issues occurred due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.